Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower limb artery. A 4.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon had a hole and was unable to inflate. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower limb artery. A 4.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon had a hole and was unable to inflate. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was stable.

Manufacturer narrative:
E1 - initial reporter phone: +(B)(4). Device evaluated by MFR: returned product consisted of a mustang balloon catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.